Manufacturer narrative:
Unit p-cap, reservoir locked properly in place. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit received with blank flashing white display due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had moisture inside the screen. Customer's blood glucose level was unknown. Customer reported there was fluid in the battery compartment. Customer stated insulin pump had crack to the battery compartment. Customer stated battery cap was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.